Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was on critical override: 2c, 3b, 3c-2, 3c, 3d, 3d-2, 4b, 4c, peds, 4dob, dou, ed, fstrk, sicu, and nicu. Customer tried to reboot the station, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the es server (es10043609app windows server 2019, es version 1.8) and verified that most of the stations were in critical override status initiated from the system. The tss ran a server down query and confirmed that there were no disconnected flags with cce. The tss then reached out to timothy colling to assist and verify whether cce was receiving orders from cerner. Customer confirmed that the last message received from cerner was on (B)(6) 2026 at 10:36:59, approximately two hours prior. The tss contacted the customer, and after the hit team implemented the fix, orders began processing successfully and no critical override notices were observed on the stations. The customer confirmed system recovery and agreed that the case was ready to be closed. The system functioned as intended after the hospital it resolved the issue.